Event description:
During a hysterectomy, the blade was used to mobilize the tissue, but the generator alarmed during use. Or time was extended for at least one hour while the surgeon switched to electrosurgery. Patient needed a transfusion of 500ml as the blade was not coagulating. No further patient consequence.